Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that therapy was not working as expected, that her implantable neurostimulator (ins) would not take a charge anymore, and suspected it was in overdischarge, as she had an overdischarge twice before (2011 and 2014). In (B)(6) 2015, the consumer noticed she could not recharge, prior to that she was recharging every two (2) weeks but she had two (2) deaths in the family. Her prior inss were replaced due to normal battery depletion. She would like to have a manufacturer representative meet her at her next appointment to check the device. Indication for use included failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.